Event description:
It was reported that the pump was on, but the display remained black. It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer administered a correction bolus via pump to treat "high" bg. Reportedly, the customer reverted to an alternate method of insulin therapy.